Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, on day four of ilet use, experienced a blood glucose value of approximately 54 mg/dl, treated the low with oral glucose, and observed subsequent glucose recovery. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities due to a low glucose episode. Investigation included user troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.